Event description:
It was reported that the device¿s charging pad exhibited intermittent function, with the indicator light flickering and charging occurring inconsistently, and troubleshooting suggested a probable issue at the usb connection; a replacement charger was arranged. Customer care provided phone-based troubleshooting. Investigation of this case revealed an intermittent electrical connection at the charger interface. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. It was concluded that the charger malfunctioned and replacement supplies were provided.